Event description:
It was reported that the pulse generator exhibited backup vvi mode after a therapeutic x-ray. User download successfully restored the device. The interrogation was completed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.